Event description:
The patient had a rhc (right heart catheterization) on (B)(6) 2015 and the physician noticed higher than normal flows. Patient was admitted to hospital on (B)(6) 2015. The patient was started on argatroban just before midnight on (B)(6) 2015. The power returned to baseline values the following day. On (B)(6) 2015 the patient was given tpa, but developed aphasia so treatment was discontinued. Patient given another 10 mg bolus tpa as ldh was rising and does not exhibit symptoms of aphasia, now. As of (B)(6) 2015: power at baseline and ldh dropping. The device remains implanted in the patient and will not be returned to heartware for evaluation. There was no adverse effect or permanent impairment of the patient as a result of the event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombus and multisystem organ failure. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption for the reported event date. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.